Event description:
It was reported that upon initial interrogation of this pacemaker, the pace impedance for the right atrial (ra) lead was greater than 2000 ohms. The ra lead is from another manufacturer. There also appeared to be some fine noise, possibly from the rate sensor. The health care professional (hcp) tested the lead. Isometrics yielded steady ra impedance readings, in the 400s, and several ra threshold tests had low results. This did not appear to be a lead issue. The ra configuration was programmed back to bipolar, the sensor was turned off and the accelerometer was turned on. The hcp was going to monitor the patient. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.